Event description:
Rn reports a home patient (hp) with a transfer set leak in the twist clamp area. The hp noted the leak while infusing dianeal during a peritoneal dialysis exchange. Upon completion of her exchange, the hp notifed her dialysis ctr. Per rn, the hp stated the transfer set had always been difficult to open and close. The hp rec'd a transfer set change. The transfer set was 2 weeks old. No pt injury or med intervention per rn.